Manufacturer narrative:
H3: product analysis #(B)(4): product:9560524, item:(B)(4),lotno:my21f001 as per japan service report it was mentioned that during the inspection at the time of acceptance, it was observed hat the thread of the handle screw was deformed and the holder was loose. G2: country of origin- japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was observed that the thread of the handle screw was deformed and the holder was loose. No patient was involved. No further complications were reported/anticipated.